Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported that on an x-ray, the atrial lead appeared to be fractured. "There was a noticeable gap missing in the coil". The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on an x-ray, the atrial lead appeared to be fractured. "There was a noticeable gap missing in the coil". The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial lead has been removed and replaced.